Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 9/3/2017. Device returned to manufacturer? Yes. The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed. The small deposit observed by the customer was not identified. There was only half a lens returned with the haptic and the other haptic was detached. No embedded particle was observed. The complaint reported was not confirmed. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information: the video taken during the procedure was evaluated and a white particle was observed in the optic part of the lens. Based on the video the complaint reported was verified but the source of the foreign particle cannot be confirmed since the particle was not identified in the half of the lens that was returned. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The lens was inserted and removed and therefore, not explanted. (B)(6). Device evaluation the product testing could not be performed because the product was not returned for evaluation. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaint history revealed no additional complaints has been received for this product order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor noticed a small deposit/debris on the posterior surface of the intraocular lens (iol), model pcb00 following implantation into the capsular bag. The doctor attempted to inject viscoelastic to move the deposit from the lens, which did not work; therefore, he attempted to remove the deposit using the tip of the (irrigation/aspiration) ia handpiece. Following multiple attempts, the surgeon could not remove the small deposit and ended up cutting and extracting the iol. The replacement lens, same model was injected successfully. There was no patient injury reported. The patient¿s outcome was successful and the patient¿s visual acuity was good post operation. No further information was provided.